Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, there was no attenuation of ultrasound power from an ophthalmic operating system when the foot pedal was pressed. Procedure details and timing of the event are unknown. It is also unknown whether the procedure was able to complete. Details regarding patient harm have not been reported. Additional information has been requested but is not available at the time of this report.